Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was damaged in the bd plastipak¿ luer-lok¿ syringe. The occurrence was identified at the time of product use. The substance involved is a parenteral solution. There was no chemotherapy involved. The product had no contact with patient and there was no leakage. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A sample was returned in support of this complaint. It is possible to observe the stopper damaged. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It was performed DHR evaluation and a manintenance record potentially related to the defect observed. Based on the process failure analysis the potential causes for the problem is: failure at the stopper assembly station. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the stopper was damaged in the bd plastipak luer-lok syringe. The occurrence was identified at the time of product use. The substance involved is a parenteral solution. There was no chemoterapic involved. The product had no contact with patient and there was no leakage. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that the stopper was damaged in the bd plastipak luer-lok syringe. The occurrence was identified at the time of product use. The substance involved is a parenteral solution. There was no chemoterapic involved. The product had no contact with patient and there was no leakage. There was no report of exposure, injury, or medical intervention noted.